Event description:
A female assistant was wearing the gloves when shortly after her wrist developed a rash that gradually went up to her hands. The female assistant took prescribed prednisone steroids to help the rash for five days. The rash has cleared since.

Event description:
The initial report submitted on 12/23/2021 for this incident had the incorrect manufacturer information. We were informed on 12/30/2021 by the manufacturer what needed to be corrected, therefore we are sending this report to the manufacturer and have updated section d: suspect medical device and the manufacturer information under section f: user facility/importer.